Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope exhibited b30 and e216 scope communication error and e315 scope error when connecting to the processor. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) was created to capture the initial occurrence of the error related to patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported b315 scope error could not be confirmed and the root cause of the reported event could not be determined, as the device was not returned for evaluation. The event may be detected by following the instructions for use section below: ¿·inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch incorrectly reported the subject device exhibited b30 and e216 scope communication error and e315 scope error when connecting to the processor; however; the customer reported the subject device does not pass the leakage test. The event with error messages has already been reported on medwatch 9610595-2023-06072 (patient identifier (B)(6) ). Refer to this file for supplemental information related to this event. Per the legal manufacturer, there is no potential for this issue of the device not passing the leakage test to cause or contribute to death or serious injury if the malfunction were to recur.